Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was to be used in an unknown procedure performed in an unknown date. According to the complainant, during preparation and outside the patient, it was noticed that there was dust at the tip part of the snare when the device was unpacked. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to be (B)(6), 2018 as no event date was reported. Problem code 2944 captures the reportable event of foreign material present in device. Investigation results: analysis of returned product revealed that the device has a foreign matter on the loop. Based on the information available and the analysis performed, the most probable root cause classification is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. An investigation was opened to address the encountered failure.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was to be used in an unknown procedure performed in an unknown date. According to the complainant, during preparation and outside the patient, it was noticed that there was dust at the tip part of the snare when the device was unpacked. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.